Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by return of the product. Visual inspection for the liner identified damage to the locking feature and the side wall. No evidence of the liner impinging with the screw was identified. No dimensional analysis could be performed due to the damage from implantation. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI #(B)(4). Foreign county:(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip replacement surgery. During the procedure, it was noted that the liner would not assemble with cup. The liner was then removed and a different liner was implanted. Attempts have been made and additional information on the reported event is unavailable at this time.